Manufacturer narrative:
The customer did not return any materials for investigation. The investigation was unable to find a definitive root cause.

Manufacturer narrative:
Medwatch field occupation - the occupation is patient.

Event description:
The patient stated that he noticed an issue with the display of his coaguchek xs meter, so he had been going to the laboratory for testing. The patient took the meter to the laboratory to have it looked at and he received a letter from the laboratory stating that the lcd screen on the meter was not working correctly. The patient then performed a display check on the meter and could only see three "000s" instead of "888". Segments were missing from the result display. The customer did not use any results from the meter for treatment. He had been using results from the laboratory. No adverse events were alleged to have occurred with the patient. The patient's meter was requested for investigation and a replacement meter was sent to the patient.

Manufacturer narrative:
The meter was returned. The investigation found that the circuit board showed contamination caused by liquid. The root cause of the display issue was due to contamination due to improper handling/maintenance by the customer.